Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.0/+1.0/087 diopter, in the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for shorter lens due to excessive vaulting. The problem was resolved. As of the day of MDR submission, the lens has not been returned.